Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had three and a half years longevity remaining from implant date four months ago. A data analysis indicated that the device appeared to be drawing excess power consumption correlated with changes in the daily right atrial (ra) pace percentage. This appeared to be hardware malfunction that may be isolated to the ra pace channel and could potentially impair ra pace therapy performance. A device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.